Manufacturer narrative:
The lvas was returned and evaluated under medwatch MFR# 2916596-2018-00374 a specific cause for the reported elevation in lactate dehydrogenase (ldh) could not be conclusively determined. The patient was admitted with elevated ldh. A log file from the time of the reported event was submitted which captured normal pump parameters while the device was operating at the set speed of 9600 rpms. No unusual events were noted in the log file. A correlation between the elevated ldh and the findings of the evaluation of the left ventricular assist system (lvas) could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient presented to the clinic with elevated lactate dehydrogenase and was subsequently admitted into the hospital and treated with heparin and IV fluids. On (B)(6) 2017, the patient was discharged.